Manufacturer narrative:
Correction:complaint was reported on solex 7 catheter, however, received icy catheter lot#97989. The reported complaint of two normal saline bags have emptied and suspected catheter leak was confirmed during functional testing. The icy catheter (lot #97989) was connected to a pressurized inflation device. Immediately upon pressurizing the icy catheter, a pinhole leak was observed at distal balloon. The probable root cause of the pin hole leak was due to latent material defect. Visual examination of the returned icy catheter was performed and found no physical damage. Blood residue was observed on the balloon and in the medial luer tubing of the returned icy catheter. Functional testing of the returned catheter was performed. Medial infusion port was difficult to flush due to the clogged blood. All infusion other infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the icy catheter, a pinhole leak was observed at distal balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings determined that the probable cause of the reported issue was due to a latent material defect. Therefore, it is unlikely that the catheter was defective when shipped. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for icy catheter with lot number 97989. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals. In agreement with a customer, there was no patient's effect attributed to zoll catheter.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
After 59 hours of ivtm therapy, customer reported that two normal saline bags have emptied but no liquid observed on the floor, thermogard ivtm system and patient's bed. Event observed during rewarming phase and "air trap" alarmed on the thermogard ivtm system. No known impact or consequence to patient was provided. Thermogard ivtm system was submitted under MFR 3010617000-2019-01225.